Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was advised and agreed to steps for using a backup insulin pump, was informed a replacement pump with updated software would be shipped, and instructions were given for returning the faulty pump to tandem using the provided return box and pre-paid label.